Manufacturer narrative:
Expiration: ni.

Event description:
A report was received that the patient experienced a loss of stimulation. The patient underwent a revision procedure and upon patient positioning and initial imaging, it was discovered that the lead was broken. The leads had migrated and two contacts were missing. The physician reportedly removed the contacts from the patient and noted exposed wires on the lead. The patient was doing well postoperatively with good coverage and stimulation.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient experienced a loss of stimulation. The patient underwent a revision procedure and upon patient positioning and initial imaging, it was discovered that the lead was broken. The leads had migrated and two contacts were missing. The physician reportedly removed the contacts from the patient and noted exposed wires on the lead. The patient was doing well postoperatively with good coverage and stimulation.

Manufacturer narrative:
The returned lead sc-2316-50 (B)(4) was analyzed and the complaint was confirmed. Visual inspection revealed distal electrodes #1-#14 were fractured and torn off from the lead body. Cables are exposed at the fractured section of the lead. It appears that excessive tensile force was exerted on the lead and it resulted in the reported complaints of loss of stimulation and lead damage. Electrical tests couldn't be performed due to the damage to the lead. Review of the device history record revealed no anomalies. Additionally, visual inspection revealed that distal end electrode # 14 was flattened. This type of damage is typically caused by the use of surgical tools during the explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced a loss of stimulation. The patient underwent a revision procedure and upon patient positioning and initial imaging, it was discovered that the lead was broken. The leads had migrated and two contacts were missing. The physician reportedly removed the contacts from the patient and noted exposed wires on the lead. The patient was doing well postoperatively with good coverage and stimulation.